Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique prior to a right common iliac stenting procedure. Reportedly, when plunging the needles of the proglide device, a cuff miss occurred. The arteriotomy was 6fr sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Reportedly, proper technique was not used while plunging the needles; namely, the operator did not use the free hand to stabilize the device in the correct position, while plunging the needles.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.